Event description:
My name is (B)(6) and I had drainless abdominoplasty surgery on (B)(6) 2017 at (B)(6). Dr (B)(6) and his office used tissueglu (FDA approved surgical adhesive for internal use - abdominal flap closure). Unfortunately my plastic surgeon used 3 vials of tissueglu that were already expired (august 31, 2017) 3 months prior to my surgery. The claim of this product is drainless that means less seroma, in fact I had chronic seroma and needed 3 additional surgeries, the claim of this product is safe component that is excreted by the body, still remained in my system for 11 months post application and needed surgical intervention. First surgery to remove seroma capsule in (B)(6) 2018; 2nd surgery in (B)(6) 2018 to remove hardened pieces at various location in upper abdominal area (I believe since the glue did not stick uniformly, it caused pockets, seroma accumulated and with glue it hardened overtime); 3rd surgery at (B)(6) hospital in (B)(6) 2018 to remove infected glu from upper abdominal area(fibroconnective tissue with foreign colloidal material and chronic inflammation). I am a scientist, works for a biopharma company, surprised to see medical quality glue remained in my body after 11 months when the claim is safe component that is excreted by the body. I agree the product expiry date was 3 months prior to surgery and should not have been used by my surgeon, still these are concerns, I called, wrote to cohera medical, no response, I also wrote to ceo of cohera medical - no response. (B)(6), 2018, (B)(6) medical center surgical pathology report indicating foreign colloidal material (surgical glue used in my 1st surgery almost a year ago) still remained in my system and was infected. Quantity: 5 mls; frequency: once in surgery; subcutaneously. Date the person first started taking or using the product: (B)(6) 2017; date the person stopped taking or using the product: (B)(6) 2017. Reason for use: abdominoplasty - may reduce the need for drains after surgery.